Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 36 mg/dl. The customer consumed carbohydrates and dex4 (fast acting glucose tablet) to address bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.